Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal due to early sensor shutoff, pediatric patient believes he noticed a sensor shorter than expected. Patient is not experiencing any medical adverse events and has not sought medical intervention. Since patient is unable to provide cgm data, dexcom is seeking for patient to return his cgm in order for dexcom to investigate the data around the time of the event. At the time of her call to dexcom technical support, patient's mother reported that patient was feeling well.